Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305106 batch#: 3144657 it was reported by the customer that after he applied the 30g needle onto the syringe, the medication ¿won¿t plunger out¿ and he could not prime the needle. Verbatim: rcc received a complaint via email. Email(s) attached. On 03jul2024, the reporter, who is the technician, phoned regeneron medical information and reported a ¿defective¿ eylea hd. The physician stated that after he applied the 30g needle onto the syringe, the medication ¿won¿t plunger out¿ and he could not prime the needle. The physician wondered if the needle was possibly bent or if there was something inside the needle stopping him from being able to expel the medication. This event occurred today on 03jul2024. The technician could not address any additional details regarding preparation of the affected product. Another eylea hd was able to be prepared and administered for the patient¿s dose; there is no associated adverse event. Replacement was requested for one eylea hd. The technician will retain the affected eylea hd for return to quality. On 03jul2024, medical information received an email from the technician containing photographs of the affected product. See email attachment for more information. No additional information was available at the time of this report. 1. Could you provide a photograph that includes the lot number? Yes a. If yes, would you please send it to xxxx 2. Were non-supplied components used in preparing/administering the dose? No a. If yes, what was used? (Brand & item #) 3. Was the shipping container damaged? No a. If yes, what part of the shipping container was damaged? 4. Was the product carton damaged? No a. If yes, what part of the carton was damaged? 5. Was the tamper evident seal present on the carton? Yes 6. Was the tamper evident seal intact when the product carton was received? Yes 7. When was the difficulty noted: after dose was withdrawn 8. Was the blue safety cap present on the vial when the carton was received? Yes 9. Was the vial upright or inverted during the withdrawal? Unknown 10. Was air injected into the vial prior to preparing the dose? Unknown. Bd catalog number: 305106 bd lot number/bd serial number: (B)(6).

Event description:
Material#: 305106; batch#: 3144657. It was reported by the customer that after he applied the 30g needle onto the syringe, the medication ¿won¿t plunger out¿ and he could not prime the needle. Rcc received a complaint via email. On (B)(6) 2024, the reporter, who is the technician, phoned regeneron medical information and reported a ¿defective¿ eylea hd. The physician stated that after he applied the 30g needle onto the syringe, the medication ¿won¿t plunger out¿ and he could not prime the needle. The physician wondered if the needle was possibly bent or if there was something inside the needle stopping him from being able to expel the medication. This event occurred today on (B)(6) 2024. The technician could not address any additional details regarding preparation of the affected product. Another eylea hd was able to be prepared and administered for the patient¿s dose; there is no associated adverse event. Replacement was requested for one eylea hd. The technician will retain the affected eylea hd for return to quality. On (B)(6) 2024, medical information received an email from the technician containing photographs of the affected product. No additional information was available at the time of this report. Could you provide a photograph that includes the lot number? Yes a. If yes, would you please send it. Were non-supplied components used in preparing/administering the dose? No a. If yes, what was used? (Brand & item #) na . Was the shipping container damaged? No a. If yes, what part of the shipping container was damaged? Na. Was the product carton damaged? No a. If yes, what part of the carton was damaged? Na. Was the tamper evident seal present on the carton? Yes. Was the tamper evident seal intact when the product carton was received? Yes. When was the difficulty noted: after dose was withdrawn. Was the blue safety cap present on the vial when the carton was received? Yes. Was the vial upright or inverted during the withdrawal? Unknown. Was air injected into the vial prior to preparing the dose? Unknown. Bd catalog number: 305106 bd lot number/bd serial number: (B)(6).

Manufacturer narrative:
(B)(4) follow up: it was reported the customer could not prime the needle. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, four photos were provided for evaluation by our quality team. The photo shows a needle assembly, a vial and syringe, and a needle assembly with and without the plastic shield. No other information could be obtained from the photos. A device history record review was completed for provided material number 305106, lot 3144657. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.